Event description:
It was reported that during the pre-use initial check, the over-temperature alarm would not sound. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one (1) device was returned for evaluation; no physical damaged was found on the device. Operational and functional tests were performed. The temperature of the circulating water and the liquid crystal display temperature of the device were measured, after 30 minutes and at 1 hour from powering on. The reported problem was duplicated; the circulating water temperature fell below the lower limit of standard. The complaint was confirmed, but the root cause was undetermined. When the circulating water temperature is adjusted to the lower limit, if the over temperature alarm button is pressed prematurely, the circulating water temperature does not rise to the level at which the over-temperature alarm is activated. As a result, even if you press the over temperature test button, there are cases where it does not work. The circulating water temperature was readjusted; it was confirmed that the alarm worked correctly. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. Manufacturer name was incorrect in the initial submission.